Manufacturer narrative:
This report is submitted on 7 july 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at abutment site subsequently the patient underwent skin revision at site. The abutment was removed and the patient was treated with oral and topical antibiotics.